Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the generator had error code e433. The event occurred at service/maintenance. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, h3. The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: power board malfunction causes error e433 when starting up. Based on the results of the investigation, it was likely the following led to the error: electrical/electronic component problem identified, and the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.